Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room. The implantable cardioverter defibrillator had inappropriately delivered therapy. The device had misdiagnosed atrial fibrillation with rapid ventricular response as a true ventricular tachycardia. Programming changes were made. The patient was stable post programming changes.